Manufacturer narrative:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), the slalom thrill 4 x 4 80 cm 3.7f balloon catheter was delivered to the lesion and inflated; however, the balloon ruptured within its nominal pressure. It was replaced with a new non-cordis balloon catheter and the procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousity and calcification was unknown. The rate of stenosis was unknown. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17529274 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), the slalom thrill 4 x 4 80 cm 3.7f balloon catheter was delivered to the lesion and inflated; however, the balloon ruptured within its nominal pressure. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. It was replaced with a new non-cordis balloon catheter and the procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousity and calcification was unknown. The rate of stenosis was unknown. No additional information is available.